Event description:
Per the physician, this patient developed a fistula behind the ear, where the speech processor sits in 2002. Reportedly, the fistula did not heal. It was also reported, the patient had several "skin reactions" and in 2004 had a reaction to the silicone in an oxygen mask. On the event date, the patient was explanted. The patient was reimplanted the next month with a device coated with a silicone, that reportedly did not induce an allergic reaction in the patient.